Event description:
In the initial procedure patient was treated with the placement of a 3.0x20mm taxus express2 drug eluting stent in the left anterior descending (lad) coronary artery. Approximately two months after the initial procedure the patient presented a heart hospital with thrombosis at the proximal edge of the stent in the lad. The physician treated the thrombosis with placement of a 2.5x16mm taxus express2 stent overlapping the original stent at the proximal end.